Event description:
It was reported that annotated images on the 9900 system were no longer annotated when sent to pacs. When the images were sent to pacs a second time the annotation was there. No pt injury was reported.

Manufacturer narrative:
The reported issue is currently under investigation. A follow up report will be filed when additional details become available.